Manufacturer narrative:
Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event.

Event description:
It was reported that on (B)(6) 2010, the patient was pre-operatively diagnosed with degenerative disk disease with radiculopathy l4-l5 and l5-s1 and underwent following procedures: pedicle screw instrumentation, bilateral at l4, l5 and s1. Decompression with foraminotomies, l4-5. Ecompression bilaterally at l5-s1 including foraminotmy. Posterior lateral fusion, l4-l5 and l5-s1 using locally harvested bone graft and structural arthrodesis including compression resistant matrix. As per op-notes, ¿hemostasis was achieved and then a construct using bmp sponge, compression-resistant matrix, and locally harvested bone graft was used to make a fusion mass, which mended the l4-l5 and s1 interspaces including the sacral ala.¿ post op patient alleged unspecified injuries due to use of rhbmp-2/acs.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.